Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. A 3.0mmx20mmx143cm nc quantum apex (fg coyote nc) balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle part. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is prolapsed 5mm from the tip. Microscopic examination revealed that there is a hole in the guidewire lumen at the prolapse. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported event.

Manufacturer narrative:
A2: patient age at time of event: 18 years or older. E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. A 3.0mmx20mmx143cm nc quantum apex (fg coyote nc) balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle part. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.